Event description:
It was reported that the patient had a loss of therapeutic effect. The stimulation worked for her for a while, but then stopped working. When she bent over to do laundry she felt a strong zapping in her butt cheek, and this was within six months of having her implant, before her first checkup. The zapping could also be in her vaginal area and back as well. She would also have a burning sensation in her buttocks, left leg, foot, and toes. It all started in (B)(6) 2014 when she went to her son¿s school and walked out of the library and felt a burning sensation. She turned the stimulation off when she got home, but it did not help. She had been ¿in bed¿ since then. The patient reported falling about four times, which never happened before implant; although she mentioned having spina bifida and was not sure if that might have caused the falls. The implantable neurostimulator (ins) was twisted within the first year of implant, so the healthcare provider (hcp) had to put it in deeper. She also reported losing insurance and going off of her pain and nerve medications for one year; she had chronic pain and other medical issues. The patient¿s back hurt, she could not sleep, and it felt like her bones hurt too. The patient was experiencing pain and shocking in her leg and pain at ins site. Impedance tests were run and electrode #3 was over 4,000 ohms. According to the patient, the manufacturer representative (rep) confirmed there was a broken lead. Thus, the rep changed all programs to exclude the #3 electrode and then turned off the ins again. The rep followed up with the patient and she was still hurting. The burning sensation was now down both legs and the zapping continued. She wanted the device removed. No additional intervention or patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reports the patient had her implant turned off. She will schedule a removal once insured.

Event description:
Additional information received reports that the patient was still having concerns with their device or therapy but have not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v558073, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).